Event description:
It was reported that patient underwent a procedure utilizing orthopedic salvage system components in 2006. Subsequently, patient was revised in 2009, due to fracture of the diaphyseal segment. During the revision procedure, a cutting wheel was used to split the segment and separate the components for removal.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. Other - evaluation of the returned component found the fracture occurred as a result of fatigue.